Event description:
Patient¿s machine had blood leak as soon as blood reached the dialyzer after initiating treatment. Stopped treatment immediately and disconnected patient from blood lines. Did not give patient blood back. Changed out machines and restarted patient with new set up.